Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 314.118, lot 4834232: release to warehouse date: august 24, 2004. Manufactured by synthes brandywine. No non-conformance repots (ncr's) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a product investigation was completed: the tip is worn and couple teeth are chipped off. The complaint is confirmed. The broken fragments were not returned. Dimensional inspection of the threads was not conducted due to post manufacturing damage. The relevant drawings were reviewed; no design issues or discrepancies were identified. The complaint condition can be confirmed. No definitive root cause could be determined. This is likely due to unintended forces or consistent use/rough handling over the part¿s lifetime. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while inspecting back up items on an unknown date, some were set aside for complaints. One (1) stardrive screwdriver teeth are chipped. Two (2) depth gauge for 2.0mm and 2.4mm screws had wires loose. One (1) stardrive shaft teeth was chipped. And one (1) interlocking screwdriver is warped and shipped. There was no patient involvement. This report is for a stardrive screwdriver t25. This is report 1 of 2 for (B)(4).